Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of insulin on (B)(6) 2016. Reportedly, the customer continued using the cartridge. Subsequently, the customer did not charge the pump and allowed the battery to fully deplete on (B)(6) 2016. The pump shut down due to insufficient power and once turned back on the pump no longer recognized the cartridge. Customer reported blood glucose (bg) level was 571 (mg/dl) with moderate ketones. A manual injection was delivered to address bg level and water was consumed to address ketones. It was confirmed the customer successfully loaded a new cartridge onto the pump and resumed insulin therapy.